Event description:
Customer states that the generator stopped communicating, and system lost fluoro during a stent placement. The physician opted to end the case with the stent in the current position. This facility does have back up capabilities, but did not move the pt. No reported injury.

Manufacturer narrative:
(B)(4) product monitoring follow up; the customer reported the unit was fully functional after facility biomed replaced three fuses in the generator. No further details were reported to product monitoring. A review of complaint tracking system shows no similar issue reported on this unit.